Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended--no failure found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the system became slow and stopped navigating while surgeon switched instruments. System then displayed a low performance error. Restarting the system resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than an hour as a result of the reported issue.